Manufacturer narrative:
More information regarding the event and the exchanged goods has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Event description:
It was reported that the compressor was not powering up. There was no patient involvement. (B)(4).